Manufacturer narrative:
Device evaluation has not been done at the time of filing this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that there were two damaged orange trackers. It was reported that the trackers were warped and instruments were getting stuck in them. The instruments were able to verify, but were hard to slide off. There was no patient present at the time of the event.